Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was very high and unable to troubleshoot due to hipaa issue. The territory manager was advised to have customer's parent to call for assistance. The insulin pump is not expected to return for analysis.